Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high and that he had received no delivery alarms. The blood glucose reading was 500 mg/dl. The customer treated with manual injection. Insulin did exit with a manual prime while troubleshooting for the no delivery alarm, however a bent cannula was noted on the infusion set. The customer was advised on how to avoid bending the cannula when inserting. The insulin pump was not returned or replaced.

Manufacturer narrative:
The insulin pump had no unexpected no delivery alarm during testing. The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart alarm test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had a minor scratched lcd window, cracked case at the display window corners, and cracked reservoir tube lip.